Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time. A complaint lot history check was performed on lot # 0330577 for needle clog. This is the 2nd related complaint for needle clog on lot # 0330577. Related complaints - 4045318. No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported while using bd ultra-fine¿ short pen needles 8mm 20 needles were unable to prime or dispense medication. There was no report of patient impact. The following information was provided by the initial reporter: verbatim: consumer reported found 20 pen needle clog during injection. Reviewed placement of non patient end and to complete a flow check with each injection lot # 0330577. Catalog# 320109.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time. A complaint lot history check was performed on lot # 0330577 for needle clog. This is the 2nd related complaint for needle clog on lot # 0330577. Related complaints - (B)(4). No samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported while using bd ultra-fine¿ short pen needles 8mm 20 needles were unable to prime or dispense medication. There was no report of patient impact. The following information was provided by the initial reporter: verbatim: consumer reported found 20 pen needle clog during injection. Reviewed placement of non patient end and to complete a flow check with each injection lot # 0330577. Catalog# 320109.